Manufacturer narrative:
Additional information received on 22 may 2017 and includes: revision performed as planned, concluded successfully; implant loosening was confirmed. Explanted components: stem, head, inlay. Batch review performed on 07 june 2017. Lot 125010: (B)(4) items manufactured and released on 07 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of this lot have been already sold and this is the second similar event reported on the same lot. On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) in a young woman ((B)(6)years) occurred 3 years and 5 months after primary surgery. Radiographic images provided show the presence of stress shielding. Aseptic loosening is a possible, literature described adverse event following tha and causes are often undetermined. The reason of this failure remains unknown. On 09 june 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: analyzing the attached photos, the stem showed a surface with blood in the macrostructures and the coating almost totally absorbed. The neck showed some scratches, typical of the stems extracted from the femur and the taper did not show any particular sign. From the received images it is not possible to determine the root cause of the event. Not available.

Event description:
Revision surgery due to stem loosening after primary operation.